Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stems were shipped for a scheduled surgery. The patient's femur was prepared for the appropriate size. The stem's outer packaging showed heavy wear. The outer packaging was opened, and the sterile inner packaging appeared to be broken. Fortunately, a second backup stem was opened without incident. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was confirmed by review of visual evaluation of the returned product identified that the sterile cavity has been damaged at the seal flange along the width of the tray.DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was packaging damage due to extreme transit conditions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.